Manufacturer narrative:
The customer was not configuring a non- radio frequency identification (rfid) probe as an endo-probe and the system was not recognizing there was a probe. The company representative instructed the customer in the proper configuration for a non-rfid probe. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(4) 2013. Based on qa assessment, the product met specifications at the time of release. The root cause was determined to attributed to user error. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser does not fire. Additional information has been requested, but none has not been received to date.